Event description:
The patient stated two v-go devices the needle buttons would lock down but then pop back up prior to the twenty four hour period. The patient did not indicate how long after wearing the v-go the needle buttons popped back up just that it happened with two of the devices.